Manufacturer narrative:
The faulty main board was returned to the zoll failure analysis lab for evaluation. During the examination, the returned main board showed signs of physical damage, such as corner damage and bent pins. This type of damage does not align with typical wear and tear and suggests mishandling by the user.

Manufacturer narrative:
The report of the device not powering up was verified by the customer and technical support. It was determined to be caused by a faulty main board. A new main board was ordered to resolved the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.